Manufacturer narrative:
Title: bronchial blocker as an aid in the management of endo-bronchial cuff malfunction of double-lumen tube during one-lung ventilation. Source: indian journal of anaesthesia / volume 64 / issue 10 / october 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a case study analyzed the use of a bronchial blocker as an aid in the management of endo-bronchial cuff malfunction of a double lumen tube during one lung ventilation in a (B)(6) y.o male undergoing a coronary artery bypass graft. It is noted that successful intubation was achieved with a 37fr left double lumen broncho cath, mallinckrodt. Positioning of the tube was confirmed via bronchoscopy and lung isolation confirmed clinically by auscultation. During the course of the procedure the surgeon deemed the lung isolation to be inadequate. It was determined that the pilot balloon of the bronchial cuff was partially deflated, therefore, it was re-inflated with 3ml of air to obtain adequate seal. Repeat bronchoscopic exam revealed the correct position of the bronchial cuff in the left bronchus. Within 15 minutes, lung isolation was again to be found inadequate. To re-obtain lung isolation an endo-bronchial blocker was inserted thru the bronchial lumen of the tube. The rest of the surgery was uneventful, and the patient was extubated without incident after 4 hours of mechanical ventilation. It was reported that hypothesized that bronchial cuff of dlt could have minor abrasion during intubation and laryngoscopy and slow leak of air from bronchial cuff was unrecognized during initial check after intubation. Before insertion in vitro check of dlt was satisfactory. Patient was estimated after 4 hr and was discharged in good condition on day 7.